Event description:
It was reported that the pump malfunctioned, causing the customer's blood glucose level to exceed 500 mg/dl, with the display showing "high." The customer had no insulin available and managed the situation without third-party assistance. Technical support provided information on resetting the pump and assisted the customer until he could obtain the power cord, with plans to follow up once available. No specific corrective outcome was noted beyond initial assistance.